Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 16 - delivery request fail) occurred with multiple cartridges during the fill cannula step. The customer's blood glucose level was 97 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.